Manufacturer narrative:
As no item was returned function and dimension could not be checked. The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. The review of the complaint history revealed the occurrence threshold being within estimated calculation. The review of the risk assessment indicated the issue was within tolerance, therefore, no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU. The operation technique requires fully seat of the end cap in order to minimize the potential risk for loosening. As received x-ray confirmed loosening of the end cap and as no further information resp. No product was provided it can only be suggested that the end cap had not been tightened firmly. As a result of the patient¿s motion it would not be unlikely that the end cap may loosen. The reported end cap is used to protect the nail¿s internal thread against bony ingrowth and to enlarge the nail¿s length to enable a suitable fitting. As no measure was reported ¿ left as is ¿ it needs to be pointed out that it is in the responsibility of the treating surgeon to decide about any activities. With given information a real root cause for end cap loosening could not be determined. The file will be closed formally. In case relevant information resp. The part(s) become available, we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the end cap was not verified.

Event description:
It was reported that the t2 recon nail implanted (B)(6) 2016 (left femur), 10mm end cap was used. It appears on x-ray that the end cap has made it's way out of the top of the nail. No replacement device used.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the t2 recon nail implanted (B)(6) 2016 (left femur), 10mm end cap was used. It appears on x-ray that the end cap has made it's way out of the top of the nail. No replacement device used.